Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the sensing had decreased on the right ventricular (rv) lead. Chest x-ray revealed that the slack was removed. During the revision procedure, the suture sleeve was found to be too loose. After the lead was repositioned, the helix would not extend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.